Event description:
The initial reporter stated they received questionable results for two patient samples tested with elecsys free psa and elecsys total psa on a cobas 8000 e 602 module. The free psa values were larger than the total psa values. A third patient sample also had questionable free psa results from the same analyzer. No questionable results were reported outside of the laboratory. The results did not match the clinical diagnoses of the patients. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier pt-0076697 for information related to the total psa assay. The first patient sample resulted in a free psa value of 0.324 ng/ml and a total psa value of 0.182 ng/ml. The second sample resulted in a free psa value of 0.220 ng/ml and a total psa value of 0.135 ng/ml. The third sample initially resulted in a free psa value of 0.562 ng/ml. The test was re-calibrated and the sample was repeated, resulting in a free psa value of 0.183 ng/ml.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). The customer stated there is no longer an issue after re-calibrating the free psa assay using new calibration material. The investigation is ongoing.

Manufacturer narrative:
Based on provided information, the customer used the incorrect free psa calibrator lot number when calibrating. The investigation did not identify a product issue.